Event description:
My breast implants made me sick. It started with pain in my breast, memory problems, brain fog and fatigue. Over the years it has gotten a lot worse to the point I'm barely surviving and feel like I have aggressively aged to 80. Can't stay awake, forget yesterday or that I saw a movie last week. Can't concentrate. My quality of life is zero. I feel like I'm here but already dead. I can't do things with my family or friends. I've missed years of my daughter's life. FDA safety report ID #: (B)(4).